Manufacturer narrative:
As the product is in specification, root cause cannot be linked to our product. From the info reported, we believe the incident may be due to the pin placement. Proper alignment between the dual-pin rocker arm and single pin torque screw should be equidistant from the centerline of the head.

Event description:
Customer feedback that was received by our distributor. Customer service was contacted on (B)(6) 2015. Customer states the teflon skull clamp slipped during a procedure and caused lacerations on the patient. Surgery was completed after switching the skull clamp. We asked customer for further information, (11/10/2015 and 11/17/2015). No answer received with the exception of the shipping date of the device.